Manufacturer narrative:
(B)(4). Date sent: 10/17/2023. D4 batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Rectum cancer. What surgical procedure was performed? Tme. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? He is experienced with the device for 3 years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes, confirmed by me. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? We waited for 30 seconds. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check mark and sound of breaking of the washer. Was the green checkmark visible at the end of the firing? Yes, confirmed by me. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 half. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Both were intact, but have seen finer donuts before. Were there any issues noted with staple formation? If so, please describe the shape and location. Placed in the middle of the stapleline. Stapleline outside of the circular staple were not secured with sutures. Was the orange band on the device trocar completely covered after the anvil was attached as per the IFU? Yes. Did the tissue seem abnormally thick? Difficult to say, but thick enough that we waited 30 sec before tightening a bit more before firing. What technique was used to secure the anvil (purse-string device, linear stapler, etc.)? Don't understand the question. Did the doctor wait 15 seconds for compression after the attempted closing of the device and then try to retighten? We waited for 30 seconds before a bit more tightening before firing. Was a leak test performed? If so, what type and what was the result? Yes leak test performed. Negative test. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 4 days. How was the leak identified? Patient became ill. What was observed at the site of the leak upon reoperation? Malformed staples in the crossing staplelines. How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. No. What was the postoperative pain management protocol? Is this the standard protocol? No info. How many days postoperative was the patient's first bowel movement? No info. Was any tissue ischemia identified? Yes at 6 o¿clock in the round stapleline. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a tme procedure there was a leak from the anastomosis occurred. The patient had to be re-operated. Hand sewed anastomosis, laparoscopic. The patient survived, still in hospital.